Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. The cause was not provided. Blood glucose not provided. Tandem technical support made multiple follow up attempts to follow up with the customer, however, no response received.